Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Based on an analysis of pictures from the field staff, the cause of the pump purge leak was most likely the damaged sidearm, but the exact location of the leak remains unknown since the pump is not available for investigation. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 34-year-old female patient with cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported leaking from the purge side arm. Medical staff exchanged the purge cassette and noted the luer connections were adequately sealed. The purge flow was 112.7 and the purge pressure was 431. Medical staff noted a crack on the purge side arm. Medical staff decided not to remove the 5.5. Excessive force had been applied. The patient remained stable on impella support until weaning and eventual explant. The patient survived the event.

Manufacturer narrative:
The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock; in section: cleaning states the following: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ added- h6 component code 481, h6 impact code 4627, h6 type of investigation 4112. G1-corrected MFR site name and address.